Manufacturer narrative:
The returned device was evaluated. During this testing it was observed the battery was dead. The system board and battery were replaced and the unit functioned as designed.a service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the heart rate was erratic. The customer used the unit on himself and said that the rate was too high and then it would go too low. Soon after, the customer connected a masimo tester to the device and the pulse rate was steady at 61-62 bpm. As a result, the customer indicated that the unit will not be returned at this time as the customer believes that there was nothing wrong with the device. Customer stated that it would not shutoff without disconnecting the battery. It kept cycling on as soon as the battery was plugged in. Pressing the power off button had no effect but the other buttons responded. The tech had me try a few things and when the machine would only power off by removing the battery. No patient involvement.